Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator failed the extended systems testing prior to patient use. Then during patient use the unit was always reading 21 percent when set to deliver 100 percent. The patient desaturated and needed to be manually ventilated and placed on a different ventilator. There was no reported permanent harm or injury.